Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling.philips received a complaint on the dfm100 indicating that the device reported "need to replace battery" during the self-test. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290